Event description:
Report received of a patient's blood pressure dropping during an alarm alert. The patient was receiving dopamine and insulin via the omni flow 4000 plus pump when the pump alarmed with an occlusion alarm. The patient's blood pressure and heart rate reportedly dropped, but returned to baseline once the pump was replaced. No medical interventions were required. There was no reported adverse event or harm to the patient.